Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was visible inside the balloon which is consistent with a leak having occurred in the device. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues or damage to the shaft or hypotube of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04feb2021. It was reported that inflation failure occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 06/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the device could not inflate. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a balloon pinhole located approximately 1mm distal from the proximal markerband.